Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed insulin flow block all week during basal, bolus, and fill cannula. Customer's blood glucose was 222 mg/dl. Troubleshooting was performed on (B)(6) 2017 which determined there was a connection issue between the reservoir and infusion set. Customer was advised to change out infusion set. Customer agreed to return the infusion set for analysis. Customer called back on (B)(6) 2017 and stated the insulin pump alarmed insulin flow block again. Customer then stated she removed the infusion set site and the cannula was not bent. Customer then attempted to push insulin through using the plunger and insulin did not go through. Customer then filled a new reservoir with and connected to a new infusion set and was able to push insulin through. Customer agreed to return the reservoir for analysis.